Manufacturer narrative:
The viperwire advance guide wire was returned for analysis. The guide wire was fractured 317 centimeters from the proximal end. Scanning electron microscopy (sem) analysis of the fracture face exhibits characteristics of nitinol fatigue. This type of fracture is due to use of the guide wire in an extreme and abnormal stress condition, however, he root cause of the fracture was unable to be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
A diamondback 360 coronary orbital atherectomy device was used in combination with a guiding extension catheter to dilate the heavily tortuous right coronary artery with intravascular lithotripsy while using the viperwire advance guide wire. Intravascular ultrasound (ivus) confirmed that a crack had formed in the calcification, thus a stent placement was performed. When attempting to insert ivus, the ivus moved out of the viperwire in front of the stent and it did not pass through. The physician attempted to manipulate the viperwire, however, they noticed the spring tip did not move and was fractured. The fractured viperwire component was successfully snared. A non-flow limiting dissection occurred due to this removal effort. An additional stent was placed to complete the procedure. The patient was stable.

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. Csi ID: (B)(4).